Event description:
It was reported that the 22g x 1.00in (0.9 x 25 mm) insyte experienced product damage. The following information was provided by the initial reporter: catheter damaged. Material: 9001994560, batch: 5142309, quantity: 1.

Manufacturer narrative:
Investigation: a device history record review was performed and showed no non-conformances associated with this issue during the production of this batch. Since no samples or photos displaying the condition reported are available for examination, we were unable to fully investigate this incident.

Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the 22g x 1.00in (0.9 x 25 mm) insyte experienced product damage. The following information was provided by the initial reporter: catheter damaged. Material: 9001994560, batch: 5142309, quantity: 1.